Event description:
Customer stated during validation process, samples with known antibodies failed to react, when tested on provue instrument. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer arrived on site checked the reader camera with little or no change to adjustments and passing performance tests. The fe replaced damaged fluidics components. Repairs have returned the analyzer to expected operation.